Event description:
The customer reported that the system's iris failed to open causing a failure of the image to be displayed. There is no report of pt injury or death.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The system software was reloaded, the collimator was recalibrated and the ps1 power supply connectors were reseated. The system was then found to be operating as intended.